Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump had hardware low level failure alert. Customer's blood glucose level was unknown. Customer reports they were able to clear the alarm. Customer states they able to rewind the insulin pump. Customer also performed self test and it was failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. The audio tones or beeps functioned properly. However, pump error 63 alarm during self test and confirmed in the device history due to broken trace on keypad assembly. No unexpected device test failed alarm noted during testing.